Event description:
Additional information received indicated the patient was later seen in-clinic, however, any intervention performed remains unknown at this time.

Event description:
Additional information received indicated the patient was later seen in-clinic and the device was reprogrammed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that t-wave oversensing was observed on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.